Event description:
Part of it has come away from the toothbrush. It fell out in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that part of the oral-b toothbrush head came away from the oral-b toothbrush and it fell out in her mouth. No injury was reported.

Manufacturer narrative:
25-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Part of it has come away from the toothbrush. It fell out in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that part of the oral-b toothbrush head came away from the oral-b toothbrush and it fell out in her mouth. No injury was reported.